Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 3.9x3.4 cm abdominal aortic aneurysm , a 4.0 cm diameter left common iliac artery aneurysm and a 3.4 cm diameter right common iliac artery aneurysm on (B)(6) 2015. The patient had extremely tortuous external iliac arteries bilaterally during pre-case planning and during the index procedure. Prior to the index procedure, coil embolization was performed on the left internal iliac artery. During index procedure the right internalciliac artery was embolized with several coils. The main body 28/16/166 was on the right and a 16/13/156 ipsilateral extension to the right external iliac artery and 16/13/199 contralateral limb on the left. Final angiograms were performed without wires and just catheters to assess the distal limbs during the index procedure and they appeared fine. Good femoral and distal pulses were noted on the right side post index procedure. It was reported that the patient presented to the ER with right leg numbness of (B)(6) 2015. A femoral cut down was performed on right groin and proximal and distal vessel loops were placed to maintain hemostasis. A wire and another manufacturer¿s catheter was advanced up right side to the level of the flow divider. A hand injection was performed with a 10cc straight contrast which revealed a totally occluded right limb from the level of the flow divider to access. Another manufacturer¿s balloon was used to embolectomize the right side from fd to distal graft. Four passes were performed - large amount of fresh clot was removed. Another manufacturer¿s balloon was used for embolectomy of the right sfa, no distal clot noted. The follow up angio noted kinking of distal right limb noted. On (B)(6) 2015, the physician stated that the limb kink was due to extreme tortuosity of right proximal iliac artery. Another manufacturer¿s 10/40/80 stent was deployed in the kinked area and post dilated with a 10/40 pta balloon to 18atm. The final angiogram was performed and the occlusion was resolved and had good femoral and distal pulses noted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).